Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when they starting to divide the greater omentum they encountered bleeding all the way up to cardia but no need for blood transfusion. They repeated hemostasis but it seems very weak and hard to achieve. It was noted that there was no re-grasp alert but had an end tone. They used another like device to complete the procedure. The jaw of the performed device was cleaned more than 5 times during the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when they starting to divide the greater omentum they encountered bleeding all the way up to cardia. They repeated hemostasis but it seems very weak and hard to achieve. It was noted that there was no re-grasp alert but had an end tone. There was no patient injury.